Manufacturer narrative:
Attempts were made to obtain further information regarding patient information and the device repair. To date no further details have been provided. The service history record was reviewed and no repair information was found.

Event description:
The customer reported that the ventilator went vent inop with a black screen while in use on patient. The customer reported that the unit was in use on the patient, but there wasn't any patient harm.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop with a black screen while in use on patient. The customer reported that the unit was in use on the patient, but there wasn't any patient harm.

Manufacturer narrative:
.